Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4)

Event description:
Same case as MFR: 2134265-2018-01007. It was reported that the patient experienced st elevation and sub subsequently an air embolism. A left atrial appendage (laa) closure procedure was being performed. A 21 mm watchman ® laa closure device and delivery system along with a watchman® access system were selected. The close device was deployed and the patient experienced transient st elevation and hypotension. There were no issues with the device. The device met pass criteria and was released. A tee was performed and an air embolism was noted in the left atrium. There were attempts to remove the air via the pigtail catheter and then also an electro-access was obtained and a catheter was used to aspirate and remove the air. The patient woke up from the procedure neurologically intact.

Event description:
Same case as MFR: 2134265-2018-01007. It was reported that the patient experienced st elevation and sub subsequently an air embolism. A left atrial appendage (laa) closure procedure was being performed. A 21mm watchman ® laa closure device & delivery system along with a watchman® access system were selected. The close device was deployed and the patient experienced transient st elevation and hypotension. There were no issues with the device. The device met pass criteria and was released. A tee was performed and an air embolism was noted in the left atrium. There were attempts to remove the air via the pigtail catheter and then also an electro-access was obtained and a catheter was used to aspirate and remove the air. The patient woke up from the procedure neurologically intact.

Manufacturer narrative:
Device returned to MFR, device evaluated by manufacturer, evaluation summary attached, method codes, result codes, conclusion codes: updated. Device evaluated by manufacturer: examination of returned complaint device reveled that the returned product consisted of the watchman delivery system (wds) without the implant the device was bloody. The hub, valve, sheath, tip and core wire were microscopically and tactile inspected. Inspection revealed numerous kinks in the sheath. Functional testing of the device confirmed the ability to completely close the valve with forward force. Water was injected into the wds by attaching a syringe filled with water and then applying negative pressure. There were no leaks or air bubbles observed during water injection. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is anticipated procedural complication as the event is due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling. (B)(4).